Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that while the system was not in use, it went into a status of initializing please wait. This occurred intraoperatively. The medtronic representative rebooted the system and the message went away, thus resolving the issue. There was no surgical delay due to this issue, and there was no impact on patient outcome.